Manufacturer narrative:
Event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The device met 63% of the expected longevity.

Event description:
It was further reported that the patient was in the operating room for a replacement of the the device. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery was projected to last only about five years and it was questioned why the device did not last as long as expected. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage is pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk file _773000 shows min bat=3 to 2.86 volts between (B)(4) 2011 and (B)(4) 2012 which is before device rrt <= 2.62 volt.